Event description:
A company representative reported that the tips of two cascadia an lordotic-oblique inserters fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the first of two inserters.